Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for 1 day. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons function properly. No button/keypad anomaly or button error alarm noted. No damage noted on the keypad trace. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. During visual inspection, no moisture damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky, insulin was leaking during rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had random no delivery anomaly, diminished battery life, louder than usual during rewind. The insulin pump will not be returned for analysis.